Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 2nd, 2019. The patient reported that the cause of the uncomfortable stimulation at the implant site and getting ¿kicked¿ from the device when turning it on was not known. The patient stated that it was still so uncomfortable, and she couldn't take the ins site where the battery is, it's so sore, hurts, and it's really bad. The patient stated that the actions taken to resolve this event were that a ¿girl¿ helped her with her foot drawing down so much and she was okay for a week or so, but its back and she has to change so much using an average of 8-10 pull ups a day. The patient also stated that there¿s a bad ache when she sleeps. The patient stated that if this keeps up, she would like to have hers taken out. The patient stated that they ¿busted a lead¿ and she hasn't been good since the healthcare provider (hcp) did her. The patient stated that they had the new one in for 1 year to 2 yr. Total, and she couldn't tell the difference. Patient weight and hcp information updated. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has started seeing a new healthcare professional (hcp) who reset it over to program 3 at 3.6 v last thursday or friday. Patient said after that her foot, leg and hip were hurting so bad and she had too much leakage. The patient reported it has always hurt where the battery is implanted. The patient said she could not sleep, could not lay on that side, she was sound asleep when she used the programmer and bumped down to 3.3 v and it felt better - it stopped hurting, since last thursday, and then on friday, saturday and sunday she had too much leakage, her bowels started acting up and she was using 10 pairs of underwear (pull-ups) a day. Patient said she normally wears a pull-up and a pad. Patient had uncomfortable stim and pain in the ins pocket. The patient said her new hcp had told her she could play with it. Troubleshooting included having the patient check the ins status, and it was off. Initially patient decreased stim down to 2.9 v before turning it back on. When patient turned it back on she said it kicked her hard, still vibrating, was very uncomfortable. Patient decreased to 2.5 v and stated she could feel it in her hip and the right side of her vagina. The patient was encouraged to try to find a comfortable setting, but patient wanted to try it at 2.5 v, and would monitor and check with their doctor. No further complications were reported or are anticipated.